Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated. The manufacture date of the cable cannot be determined because the lot number is unknown. Not returned to the manufacturer.